Event description:
The patient was set up for a robotic nephrectomy. During the procedure, the stapler was used. We removed the stapler and after that it was noted that there was very fast bleeding from the site where the staple fired. It appears that the stapler misfired, which is leading to blood loss. It was difficult to visualize at that time to repair the vascular injury. Therefore, we did convert it to an open procedure and the vascular surgeon was called. Cardiac thoracic surgeon provided assistance during the case. Cardiac surgeon performed emergent salvage repair of the laceration to the abdominal aorta and venoplasty of the inferior vena cava with resection removal of renal cell carcinoma from the left renal vein, verification of distal arterial perfusion. The patient did lose 2 liters of blood and three units of packed red blood cells were given.